Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the hemostatic valve of the sheath started leaking after taking out the balloon for the pre-dilation. The procedure was completed with a non-abbott 14f sheath with no adverse patient consequences.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.